Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to extrusion of the electrode. There are no plans to reimplant the patient with a new device as of the date of this report.